Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
It was reported that the implant and the box are both labeled as a size 54 altrx liner, but when it is compared to a different lot number, it is clear that the implant and the box are both mislabeled. Examination of the returned product confirms the observation. The root cause is attributed to a manufacturing process error. (B)(4) was established and a health hazard evaluation performed, (B)(4). The hhe resulted in a july 2012 voluntary recall of the affected product by depuy orthopedics, (B)(4). (B)(4) was initiated to determine the root cause for the process error and establish corrective actions as necessary. Please see these files for additional information. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
It was reported that the implant and the box are both labeled as a size 54 altrx liner, but when it is compaired to a different lot number, it is clear that the implant and the box are both mislabeled.